Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer was hospitalized, and the doctor wanted the insulin pump replaced. The mother reported that the insulin pump has given multiple no delivery alarms. Advised that the insulin pump would be replaced. Nothing further was reported.